Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right atrial (ra) lead channel programming assistance was requested for this implantable cardioverter defibrillator (ICD) system due to undersensing of ventricular events resulting in additional ventricular pacing. It was noted that the health care professional (hcp) asked whether it was possible to programmed fixed sensing, however technical services (ts) explained that this feature was not available on this device. There were a large number of rythmiq episodes; 130 since this morning and nearly 2,000 in the past week. The hcp mentioned that the patient had an ablation a week prior, however the undersensing was observed prior to the ablation. Ts also discussed that the observed undersensing may need to be addressed via revision. This ICD system remains in service. No adverse patient effects were reported.